Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat heavily calcified, heavily tortuous, de novo lesion from left main coronary artery (lmca) to left anterior descending artery (lad) using diamondback 360 coronary orbital atherectomy device (oad). The workhorse wire was exchanged for a viperwire advance coronary guide wire with flex tip with the help of a microcatheter. Two proximal-to-distal antegrade treatments were performed with the oad. During the third proximal-to-distal-antegrade treatment, driveshaft separation distal from the crown was observed. A coiling technique using 2 wires was performed to successfully retrieve the fragment. The procedure was completed without further orbital atherectomy. There were no adverse patient effects.